Event description:
It was reported that the patient's infusion finished early with 9.9 ml remaining (7.17% variance) out of a total 136 ml. The event occurred during infusion at the patient's home. No harm or adverse event was reported.

Manufacturer narrative:
The device history record of reported lot number 6085302 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.